Manufacturer narrative:
According to the impella cp instructions for use (IFU), " when securing the repositioning sheath, vascular closure may be difficult in obese patients with extensive adipose tissue." The impella cp and aic console data were returned for evaluation, however the console data is not relevant to this issue. The pump was returned with a tear in the wound closure of the repositioning sheath, and a portion of the wound closure was cracked at the tip. Additionally, a portion of the wound closure had peeled away from the catheter and contained rough edges. The root cause of the reported hematoma and bleeding from the insertion site is a combination of the patient's size and the damaged repositioning unit. The damage to the device is likely due to patient condition. A review of the device history record revealed there were no other issues reported for any other device with this lot number. The manufacturer will continue to investigate all reasonable and obtainable sources of information and will provide results and conclusions if additional information is received. (B)(4).

Event description:
A (B)(6)obese male patient weighing (B)(6) presented to the cardiac cath lab as an out-patient for a diagnostic catheterization, which revealed multivessel disease in the left main, left anterior descending and left circumflex arteries. An intra-aortic balloon pump was inserted for support, however the patient lost pulse. The decision was made to escalate care from a balloon pump to impella. The balloon pump was removed and exchanged for an impella cp. The impella cp was implanted through the same left femoral artery access site. The occluded coronary vessels were stented while the patient was supported by impella. After the intervention, the 14 fr cook peel-away introducer was removed,and the clinical team attempted to insert the repositioning sheath. However the repositioning sheath was unable to be positioned due to the patient's large size. Extensive bleeding at the insertion site occurred as well as the formation of a hematoma. The exact amount of blood loss is unknown. Manual pressure was held to control the bleeding. The patient's condition did not improve and he became hypertensive. The patient was unable to achieve return of spontaneous circulation (rosc), and expired in the cardiac cath lab.